Manufacturer narrative:
(B)(4). Batch #c9cv74. Investigation summary: the hand piece was received with the nose cone cracked and loose mount. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. Therefore, we were unable to investigate further the reported "unexpected ready to pre-run." The instrument was disassembled to inspect the internal components and there was evidence of moisture. Due to the cracked nose cone, moisture entered the handpiece mid-housing. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nose cone. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. It is possible that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that the surgeon was activating the device on the greater curvature of the stomach¿s omentum during a sleeve. Surgeon made multiple transactions using min. And max. Button. Device started only working intermittently and generator went in a loop of saying to activate device with jaws open, to test, testing, success, replace instrument, success, activate device with jaws open, testing, success. Etc. The device never stopped working completely but would only work for a couple seconds and then stop delivering energy. This happened multiple times before the surgeon no longer wanted to use the device because it continued to stop working. Instrument was torqued to make sure hand piece was on correctly while this was all occurring and did not seem to help. The procedure was delayed for 10 minutes, but was successfully completed. No fragments were generated and no patient consequences were reported. No additional information was reported.